Event description:
It was reported that the patient experienced syncopal episodes and presented to the emergency room. The right ventricular lead exhibited noise reversion episodes. The noise could not be reproduced in clinic. The device was reprogrammed and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.